Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that they ran quality controls (qc) after running patient samples, which were low out of range. The customer further stated that they obtained integrated multi-sensor technology (imt) errors around that time. A siemens technical application specialist (tas) was dispatched to customer site. Tas discussed sample handling and provided a siemens sample handling technical bulletin to the customer. The cause of the discordant, falsely depressed na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physicians. The sample was repeated on the same instrument, resulting higher. The customer ran corresponding serum tube sample obtained from the same patient, which matched with the repeat result. It is unknown if the corrected result was reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.